Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via email that the fiberwire from an ar-8919ds cmc mini tightrope implant system broke during ligation. The case was completed using another ar-8919ds cmc mini tightrope implant system. This was discovered during a procedure on (B)(6) 2025. Additional information received on 2/27/2025: this was discovered during a cmc procedure. The anchor and all fragments were removed from the patient. The case was not delayed, and additional anesthesia was not needed.